Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had an insulin flow blocked alarm. The customer's blood glucose level was not provided at the time of the incident. The customer stated that changing the reservoir resolved the issue. The insulin pump will not returned for analysis.